Manufacturer narrative:
Regulatory report #3004209178-2021-13668. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the  patient said something went wrong and the "wires all broke" so the patient had to get a new implant. Patient did not know the event date so was not able to determine which devices were related to this event. No further complications were reported at this time.